Event description:
My dexcom g6 app completely stopped and crashed with no warning. The dexcom app on my iphone sent an error that said "the dexcom app is no longer working correctly. Delete the dexcom cgm app from your device then redownload from the app store. Open app and enter in your login information" this happened while I was asleep at 10:00 pm which I had to go get all my login information. Then the app asked me for the sensor serial # and sensor #. All of this took me about 1 hour to complete to be completely reconnected to my device. The error and app gave no warning or sense that something was wrong. Just completely stopped. As a medical device. It seems as if that is something that should not happen. I was terrified that I would not be able to reconnect to my medical device again.